Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed/check therapy pad messages) has been confirmed. Upon investigation the cable connecting ECG a to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing frequent "check therapy pad" messages and the electrode belt had a damaged cable.